Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged button tactile issue was duplicated. The pump powered on to the verify screen with the auditory and vibratory features. The keypad cover was undamaged while all the buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. A battery compartment crack was found below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the keypad buttons. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.